Event description:
It was reported that guide wire coating issue occurred. The 90% stenotic lesion was located in the moderately tortuous and moderately calcified proximal left anterior descending artery. During the shaping of the distal part of a 185cm kinetix guide wire, the physician felt strangeness of the coating; however, the physician inserted the device into the body and then after crossing the lesion felt that something was different from the usual usage of this device. The physician removed the guide wire from the patient and then checked the device and felt resistance. The physician suspected that the polymer coating had come off from the beginning. Physician does not think that the coating came off in the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that guide wire coating issue occurred. The 90% stenotic lesion was located in the moderately tortuous and moderately calcified proximal left anterior descending artery. During the shaping of the distal part of a 185cm kinetix¿ guide wire, the physician felt strangeness of the coating; however, the physician inserted the device into the body and then after crossing the lesion felt that something was different from the usual usage of this device. The physician removed the guide wire from the patient and then checked the device and felt resistance. The physician suspected that the polymer coating had come off from the beginning. Physician does not think that the coating came off in the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the kinetix guidewire was received with a kinetix shelf box and carrier tube. The guidewire was sticky. There was solidified residual material (ie. Contrast, or saline) on the distal tip. After disinfection the coating was smooth and consistent. The reported issue might be attributable to the presence of residual material since the guidewire coating was smooth after disinfection. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).